Manufacturer narrative:
Conclusion: the valve was not returned to medtronic, so no product analysis could be performed. The subject delivery catheter system (dcs) was not returned, and as such no analysis could be performed. Images were provided for review. The image review showed no valve load checks for this event. The image that is provided can only confirm there is a valve deployed to 100% sitting in the ascending aorta. There is no additional imaging provided than can confirm the dislodgement or dissection as mentioned in this event report. Vascular injuries such as dissection, are known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). With the limited information available, a conclusive root cause of the dissection cannot be determined. However, the advancement of a non-medtronic valve through the dislodged medtronic valve was a likely contributing cause. Dislodgement of the valve by the distal tip is likely related to operator technique or experience; the evolut pro+ instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. Given the limited information and no images for review, the root cause of the dislodgement event cannot be conclusively confirmed and a relationship to the dcs cannot be established. A device history review (DHR) review is not required as the event description does not indicate a potential manufacturing issue. Dis lodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not allege a device misuse or malfunction occurred. Updated h.6 - eval method, eval results, eval conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received indicating that pre-implant balloon aortic valvuloplasty (bav) and post-implant bav were not performed. Following the procedure, the patient was reported to be stable, and no treatment was performed for the dissection. No additional adverse patient effects were reported. Updated: b5 corrected: e1 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evproplus-26us, serial/lot #: (B)(4), ubd: 24-aug-2022, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve as the delivery catheter system (dcs) was being removed from the patient, the nose cone caught on the edge of the frame of the valve causing it to dislodge into the ascending aorta. As non-medtronic valve was advanced through the medtronic valve which was not snared, a dissection occurred. No treatment for the dissection was reported. No additional adverse patient effects were reported.